Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; overlay found out of electrical specification. Analysis also found the connector housing was damaged/cracked, the right antenna was damaged, and the left keyboard hinge was broken. (B)(4).

Event description:
It was reported that the pen did not match up with the programmer screen. When touching the screen, the pen does not register at the point intended. The programmer was returned for repair and recalibration. There was no patient involvement.